Event description:
It was reported that approximately eight months after implant the patient developed an infection. The implantable pulse generator (ipg) and leads were explanted. The patient is enrolled in the observe clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5076-58 lead: (B)(6) 2011. (B)(4).